Event description:
It was reported that, "during a total knee procedure, while pulling in the 6 x 9mm cs insert trial, the trial split and broke down the middle. We then opened another trial pan and continued through the case. Trialing was done with a new 6 x 9mm cs insert trial. The case outcome was not affected."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.